Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Investigation is currently in progress.

Event description:
A medtronic ent representative reported that the ent application exited w/o warning. No patient harm reported.